Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was suspected of exhibiting undersensing. Data analysis was performed, and boston scientific technical services observed very fine-grained signals with some undersensing. This undersensing does not have a significant impact on the time-to-therapy. There were some small r-wave signals seen within durations. During the ventricular fibrillation episode, the second shock terminated the rhythm. Technical services suggested that if the healthcare professional wanted to shorten the time-to-therapy, they should consider shortening the duration, it is currently set to five seconds. No adverse patient effects were reported. The device remains in-service.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was suspected of exhibiting undersensing. Data analysis was performed, and boston scientific technical services observed very fine-grained signals with some undersensing. This undersensing does not have a significant impact on the time-to-therapy. There were some small r-wave signals seen within durations. During the ventricular fibrillation episode, the second shock terminated the rhythm. Technical services suggested that if the healthcare professional wanted to shorten the time-to-therapy, they should consider shortening the duration, it is currently set to five seconds. No adverse patient effects were reported. The device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.